Manufacturer narrative:
This facility is not following the IFU for medivators products: single-use pull-thru brushes and single-use defendo biopsy valves as well as the scope buddy and advantage pre-cleaning/manual cleaning steps. These non-compliant processes are potential for cross contamination. This was reported via medivators field observation report after a visit to the facility by a medivators clinical specialist. The report form with details of non-compliance and failure to follow instructions attached in field observation report form. The major observations of non-compliance are that the facility is reprocessing & reusing single-use devices such as the defendo biopsy valves and pull-thru brushes. The devices are operating according to specifications. To date, there are no reported patient illness or injury. This complaint will continue to be monitored within medivators complaint system.

Event description:
This facility is not following the IFU for medivators products: single-use pull-thru brushes and single-use defendo biopsy valves. Their are not following the instructions for the scope buddy and advantage pre-cleaning/manual cleaning steps. These non-compliant processes are potential for cross contamination.